Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was reported that the lens had rotated; surgeon repositioned the lens; but the lens had rotated again. Lens exchange is planned. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later clarified that the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.50/1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. It was reported that the lens had rotated; surgeon repositioned the lens; but the lens had rotated again. Lens exchange is planned. Lens remains implanted. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).